Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As a revision surgery was confirmed by the surgeon, the complaint is confirmed. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, or pictures were provided. Evaluation was provided from the clinical research team: interpositional fibrotic tissue growth caused an anterior dislocation of the implant, explaining the malocclusion and ultimately leading to failure (removal). Pain is also present. However, keep in mind that pain is a feature of the baseline disease for which this patient received a total joint replacement, and there is a high probability that pain was in place before the implantation of the biomet device. The non-conformance database (tipqa) was reviewed, no non-conformances were found. There are no indications of manufacturing defects. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding malocclusion, there is a complaint rate of 0.297%, which is no greater than the occurrence listed in the afmea. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding pain leading to a revision surgery, there is a complaint rate of 0.41%, which is no greater than the occurrence listed in the afmea. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding dislocation, there is a complaint rate of 0.186%, which is no greater than the occurrence listed in the afmea. The most likely underlying cause of the complaint is the patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report. B5 describe event or problem. D4 expiration date. D10 device availability. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H4 device manufacturer date. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information. It was reported the revision occurred due to device migration which caused pain and malocclusion. The surgeon noted the presence of benign fibrocartilage with scarring in the right tmj. The explanted devices were replaced with new tmj devices.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. It is unknown at this time if the device will be returned for evaluation. The product remains implanted in the patient, but a revision may occur at a later unspecified date at which time the device may be returned for testing. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00482. Concomitant medical products: tmj system right narrow mandibular component, part# 01-6550, lot# unknown. Tmj system right fossa component, small, part# 01-6562, lot# unknown. Unknown screws, part# unknown, lot# unknown.

Event description:
It was reported a patient had a revision scheduled to remove temporomandibular joint prostheses on the right side due to an unknown reason. Attempts were made to gather additional information but none was provided. No additional patient consequences were reported.